Manufacturer narrative:
(B)(4). Conclusion: a visual inspection performed by the service technician revealed the pigtail adapter was not seated properly. The service technician replaced the pigtail and the power flex.

Event description:
The customer reported that the "unit has a pigtail that is spinning freely." While in service, the service technician removed the pigtail from the ventilator and noticed the pigtail adapter pin 3 of adapter was burned and pins 1,3, and 4 of power flex component jp4 were burned. The customer reported no patient involvement with this reported issue.